Event description:
Arterial line catheter broke off, patient returned to surgery for 1-2 cm piece in left radial artery. This patient was having an arterial line catheter placed. The catheter would not thread off the needle, and when she was pulling it back, part of catheter remained in patient's artery, about 1-2 cm. It came out as a clean break, doctors have never seen anything like this before. Think it may have been equipment failure. Removed by extra surgical procedure. Dates of use: 2009. Diagnosis or reason for use: surgery needed radial artery catherization access. Event abated after use stopped or dose reduced?: yes.